Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the correct issue is a broken metal cable. The issue occurred when the instruments were removed. There were no instrument collisions that occurred. It is unknown if there were aby cables visibly protruding from the device. No fragments fell inside the patient. The procedure was continued using other forceps. The hospital performs x-ray examinations on all patients, not just this patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument had broken black conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm cadiere forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.